Event description:
It was reported that plate probes need to be replaced due to fit issues. No patient involved.

Manufacturer narrative:
The device was being used during treatment and was returned for evaluation. The functional inspection found that the plate probe locked into position when connected to handpiece without any problem. However, it appeared to have a concentricity issue with the interior of the plate probe prohibiting it from sliding over the long attachment. The DHR was reviewed for pn 101425/lot c12834-2-1 and found that it was a lot that was identified as having fit issues between the handpiece and visualization tool. Corrective actions has been implemented to prevent re-occurrence. There were no other issues identified that would lead to a future performance issue. A complaint history review was performed and found similar reports of the issue. This issue will continue to be monitored. A relationship between the device and reported event has been established. The reported event can be confirmed. Therefore, the root cause of the reported event was due to supplier/raw material fault. There has been a corrective action opened to address this issue and it is being further investigated.